Event description:
It was reported that the psee45a was not able to fire successfully. Did trouble shooting but didn't work. Changed a new one and completed the surgery successfully. No patient consequences reported. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 10/3/2023. D4: batch # 387c70. B3: date of event is 2023, event day and month unknown. Captured as (B)(6) 2023. Investigation summary. The product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one psee45a device was returned with the anvil bent upwards and with a gst45d reload loaded on the device. The reload was received partially fired 1/10. No functional test was performed due to the condition of the device. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment slot resulting in the knife pushing the one-piece sled forward and locking the reload. It is possible that the device was clamped over an excess of tissue causing the anvil to bend and for the firing stroke and the staple form to be incomplete. Please reference the instruction for use for more information.   As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 387c70, and no non-conformances were identified.